Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During the last operation on (B)(6) 2018, the screw was probably without an inlay in the lol set and this was not noticed by the surgical nurse, because she charged the screws in the tray with the insert sleeve, later when inserting the rod and prefixing with the rod presser was noticed that the screw head was below the screw body. The screw was replaced, but this resulted in the surgery delay of about 30 minutes. The missing inlay was still searched by x-ray and searches in the patient cover and the operating table, but it was not found, therefore, it is reasonable to assume that the screw without inlay was in the set or the inlay was rinsed out in the washing process. Components in use listed as concomitant devices are: st065t / s4 element mis polyaxial screw 6.5x50mm, lset-w0083 / s4 element de canulated imp.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the screw components, especially the body. On the flanks of the body are two slots for "clamping" the inlay. For this, the inlay is equipped with two catch snaps to snap into the slots. On the edges of both slots, a minor wear is visible, this is sure evidence, that the inlay was mounted before delivering. Batch history review: the manufacturing history documents have been checked and found to be according to specification valid during the time of production. There are no similar complaints with this lot at hand. Conclusion: the root cause of the problem is most probably usage related. Rational: according to the batch history record and as a result of the investigation, the product left aag in a condition according to specification. A material defect or a manufacturing error can be excluded. No CAPA is necessary.